Event description:
Nurse was splattered with blood and nuclear medicine contrast in the eye during injection with pressure injector. They refused bloodbrone pathogen testing. Mucous membrane exposure. Actual sample not retained for evaluation.